Manufacturer narrative:
(B)(4). Device alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test or verify no delivery alarm due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was 137 mg/dl at the time of incident. Customer stated that the insulin pump was not able to rewind. Drive support cap was normal. The insulin pump will be returned for analysis.